Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the issue, a field service engineer confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue. The customer indicated there was an object pressing the bin against the door and the device was working great after addressing the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door requires maintenance. Reportedly the door makes a clicking/buzzing sound when trying to open the door but will not open, the end user tried restarting the machine, but the door still did not work. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.